Manufacturer narrative:
Investigation: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. We would be very interested in examining product that does not meet your expectations and our quality standards. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7004947. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Investigation conclusion: we could not confirm or associate both reported defects to the manufacturing process with the provided information by customer. Without sample or photo it is difficult to find an exactly root cause. However this product is 100% inspected: packaging: before the personnel feed the unit into the tray, units are visual inspected looking the defect previously mentioned above. Packaging: after completing the packaging of the unit, the personnel also inspect each unit looking cosmetic defects. Currently we have adequate controls to detect these types of defects. Qa tech take sample to visual inspection and functional, following control plan si-16sp and pg-178sp. Root cause description: we could not found the exactly root cause of the issue since no sample or photo was returned for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the a 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system leaked from the bung during use. Injury and medical intervention are unknown.